Event description:
Boston scientific received information that during the implant procedure of this implantable cardioverter defibrillator (ICD) , defibrillation threshold (dft) testing shows some deflections on the pace/sense channel. Boston scientific technical services (ts) reviewed the electrogram (egm), and noted the extra signals looked like air bubbles. The physician reattached the lead with burping and measurements were all good and stable. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.